Manufacturer narrative:
Additional information: sections b.3 and d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly reimplanted with another advanced bionics cochlear device. The external visual inspection revealed that the electrode array was severed, as well as tool damage to the top and bottom covers, a missing electrode ground ring, and cuts near the fantail region. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken antenna coils. System lock could not be obtained at any spacing. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device had broken antenna coil wires. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted.